Event description:
The dealer states that the joystick keeps reading contr com fault; the chair will stop occasionally when this happens.

Event description:
The dealer states that the joystick keeps reading contr com fault; the chair will stop occasionally when this happens.

Manufacturer narrative:
The dealer states that the joystick keeps reading contr com fault every time he swings it away. The dealer also states that the chair will stop occasionally when this happens, evaluation completed = controller/joystick/options / cable failure, physical damage.follow-up up-dates,

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.